Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1702250p; medical device expiration date: 2022-01-31; device manufacture date: 2017-02-21; medical device lot #: 1704232p; medical device expiration date: 2022-03-31; device manufacture date: 2017-04-27; investigation: it has been received 1 picture for investigation. On visual inspection of the picture received, it can be observed a hair inside the syringe, on the stopper. DHR of lots 1702250p and 1704232p has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure ((B)(4)). In addition, assembly line for ref. 300865 has a vacuum-blowing system for particles. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection. Printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging : 1 shelf-package per pallet. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Since no incidence has been found in DHR review, the root cause cannot be determined.

Event description:
It was reported that a hair was found in the barrel of a bd plastipak¿ 50ml concentric luer lock syringe. This was observed before use on the patient and there was no report of injury or medical interventions.